Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead that had been attempted but not used due to patient anatomy was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.